Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, overweight, crease fold and one opening curved on radius. A microscopic analysis was performed which identified, wear abrasion, one opening crease sharp on radius and stress mark. Based on the device analysis the final assessment is a crease sharp on radius due to fold flaw opening, creases were observed and no calcifications were observed on the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "calcification of implant", creases, "contracture" baker grade iii, and a rupture. Device was explanted.